Event description:
It was reported that oversensing noise was noted on the right ventricular (rv) lead. On (B)(6) 2022 the physician elected to cap and replace the rv lead. The patient condition was stable.